Event description:
It was reported that upon implantation of an impella pump the priming process would not complete. The purge cassette was replaced to successfully complete priming and initiate impella support. No patient harm was reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information has been provided in b5 and d3. Priming problem: the cause of the priming problem was not determined due to no product returned, no data logs recovered, and insufficient clinical details.

Event description:
Additional event information stated that the device was discarded.